Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description: we received a complaint with the following description: "a physician reported a culture-positive bacterial endophthalmitis. Culture results: strep salivarus in the left eye. The physician raised the concern that the drug product could be the cause of the ae. Harm to the patient not reported.

Manufacturer narrative:
Pr (B)(6) follow up. A device history record review was completed by our quality engineer team for provided material number 305211 and lot number 3158853. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect similar issues during the production process. Further action has not been determined necessary at this time.